Event description:
It was reported by a neurologist that a vns patient had a high lead impedance, dcdc=7. The high impedance had occurred on (B)(6) 2011 and the patient's generator had been turned off. Good faith attempts were unsuccessful since the site refused to provide additional information.